Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® serum / cat blood collection tubes had additive that was not applied correctly and white foreign matter.

Manufacturer narrative:
Correction: describe event or problem: it was reported that a bd vacutainer® serum / cat blood collection tubes had additive that was not applied correctly and white foreign matter. It was reported that 10 devices were affected. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and additive abnormality was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that a bd vacutainer® serum / cat blood collection tubes had additive that was not applied correctly and white foreign matter. It was reported that 10 devices were affected.